Event description:
Per the clinic, the patient experienced an extrusion of internal magnet subsequent to undergoing three MRI's (tesla 1.5). It was reported that the patient's head was not wrapped per the manufacturer's guidelines. Revision surgery was performed on (B)(6) 2016, to correct the placement of the magnet. It was reported that the patient developed an infection, and was administered with oral antibiotics (date not reported). Following treatment, the infection has since resolved.